Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported "right side capsular contracture, baker grade iii/IV." Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. In additional analysis it is observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per (B)(4). Specification: no split at the circumference of the shell cutting hole. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: observed a separation of patch/shell bond at edge of shell hole, not related to the reported complaint.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with (B)(4) were released in accordance with allergan¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it is observed a split in patch area separation of patch/shell bond at edge of shell hole. It is out of specification per qa 199.04. This finding is not related with the reported event. According to the current risk documents the event of "split in patch" is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issues with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.